Event description:
It was reported that the balloon had a hole. A stingray lp re-entry device was selected for use. During preparation, it was noted that the balloon had a hole. The device never entered the patient's body. No complications were reported.

Event description:
It was reported that the balloon had a hole. A stingray lp re-entry device was selected for use. During preparation, it was noted that the balloon had a hole. The device never entered the patient's body. No complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was microscopically and visually examined. There was contrast in the inflation lumen. Inspection of the device presented no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated to rated burst pressure with no issue. Functional testing was used to view the lumen and balloon for any leak damage. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue and no damage was found to the device.